Event description:
It was reported that guidewire separation occurred with a retained fragment and procedure was cancelled. The 30 mm long and 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to mid left anterior descending artery with a vessel diameter of 3.00- 3.40 mm. A rotawire and 1.75mm rotapro was selected for use. During removal, resistance was encountered and an unusual sound was heard. The guidewire detached 5 cm from the tip due to contact with the burr. Per the physician. The wire may have been kinked. Attempts to retrieve the device fragment with a non-boston scientific balloons, guide extension catheter and guidewire were unsuccessful. The detached device segment remained inside the patient and the procedure was cancelled as there were no additional devices available.